Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06663. It was reported that patient presented in clinic follow-up with multiple arrhythmia episodes since (B)(6) 2019. Physician suspected the patient was delivered inappropriate shocks from their implantable cardioverter defibrillator due to incorrect interpretation of rhythm. It was also noted in the interrogation that noise on the ra lead with auto mode switch (ams) episodes was observed. Programming change were made to resolve the issues.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that patient presented for a whole system explant procedure. Upon interrogation, noise was observed on both right atrial (ra) lead and right ventricular (rv) leads. Also, fluoroscopy showed externalized conductor on the rv lead. The device and leads were explanted and replaced. The patient was stable through out the entire procedure. Related manufacturer report number: 2938836-2019-12908.